Event description:
The customer has observed a discordant falsely elevated adrenocorticotropic hormone (acth) results on one patient sample on the immulite 2000 xpi instrument when compared to an alternate platform. The result on the same patient sample on the alternate platform was lower. The patient sample was run neat and at a 1:3 and 1:5 dilution and the results matched. The patient results were reported to the physician(s). It is unknown if the patient result obtained on the alternate platform was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant high acth result on the patient sample.

Manufacturer narrative:
The cause of the discordant high acth results obtained on the patient sample on an immulite 2000 xpi instrument is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00417 was filed on august 28, 2013. Additional information (09/16/2013): siemens medical affairs evaluated the customer data and the following information was provided to the customer - a siemens global product support (gps) specialist contacted the customer. Gps indicated that there may be a sample heterophilic interference. The 1:3 and 1:5 dilution strength for the sample was likely not enough to dilute the interference from the heterophilic antibodies, thus a higher dilution is needed. It was also recommended to the customer that testing on an alternative method that does not have the interference is also a good method for ruling out this type of interference. Based on the information provided the customer site confirmed that they are in agreement with the feedback and that no further assistance was required. No further evaluation of this device is required. The instrument is performing according to specifications.